Manufacturer narrative:
The complaint is confirmed. The device did not meet specifications. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the shockpulse lithotripsy to the service center for separate issue. During the device analysis, the service repair technician indicated that the led board is burnt, the earth resistance exceeds the standard value was found. There was no patient involvement.